Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis. In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal effluent analysis and culture were performed. The results of the culture were no growth. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1.5gm, loading dose, intraperitoneal (ip) ), and fortum ( 1.5gm, loading dose, ip. Treatment with fortum (250mg, daily, ip) was started on (B)(6) 2010. Pd therapy was ongoing. The patient was discharged on (B)(6) 2010. Fortum (250mg, qid, ip) was discontinued on (B)(6) 2010. The dose of the fortum was changed to (1gm, qid, ip) on (B)(6) 2010 and was continuing. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The reporter believed that the peritonitis was not related to pd therapy.